Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was sometimes feeling lightheaded with pacing and felt pacing in their neck. The device was reprogrammed and the patient's symptoms were mitigated. The device remains in use. No patient complications have been reported as a result of this event.